Manufacturer narrative:
Evaluation of the returned tracker indicated lines of galling inside the handle not allowing insertion of instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that he blue navlock was not locking with the drill bit. There was no patient involvement. There were no additional complications reported or anticipated as a result of the event.